Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information indicated that a surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-05886. It was reported the patient's leads had migrated after the patient experienced a fall. In turn, surgical intervention may be pending to address the issue.